Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1- phone number: (B)(6).

Event description:
It was reported that during set up / inspection for use, the flex video scope had a blank screen when plugged into tower. The device was switched to different bronch and worked. There was no patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of black screen is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.